Event description:
While using a byte day aligner, patient reported the edges on their aligners are irritating their lips and cutting their tongue on the left side. They have filed the aligners as much as they could. Provided aligner fit and discomfort tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.